Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was implanted successfully. The patient developed pericardial effusion 40 minutes after device deployment. The physician performed pericardiocentesis and the patient remained stable and was discharged. It was further reported that a 24mm watchman laa closure device & delivery system (wds) were used. The patient developed pericardial effusion at the posterior of the heart. Additionally, 280cc of fluid was drained in the pericardial space.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was implanted successfully. The patient developed pericardial effusion 40 minutes after device deployment. The physician performed pericardiocentesis and the patient remained stable and was discharged.